Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge 19 alarms using multiple cartridges. The alarm occurred during basal and bolus delivery. The customer's blood glucose level was not impacted. The customer has a backup method to manage diabetes if needed.